Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered. The right ventricular (rv) lead exhibited high thresholds, high pacing impedance and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.